Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. See h.10.

Event description:
It was reported that angiocath 22ga x 1,00in catheter broke. This occurred on 10 occasions. The following information was provided by the initial reporter: loss of venous access in several patients due to the quality of the angiocath catheter, that presents rupture of the catheter after puncture, it bends when accessing the vein which makes hard the access. Event reported: pain under compression of the infusion local; procedure: endoscopy; product presents: crack, break of product or part of it.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that angiocath 22ga x 1,00in catheter broke. This occurred on 10 occasions. The following information was provided by the initial reporter: loss of venous access in several patients due to the quality of the angiocath catheter, that presents rupture of the catheter after puncture, it bends when accessing the vein which makes hard the access. Event reported: pain under compression of the infusion local; procedure: endoscopy; product presents: crack, break of product or part of it.